Event description:
Hill-rom rec'd a report from the account stating the nurse call when not work. The bed was located in ms2 at the account. There was no pt/user injury report. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the communication cable had failed. Per the hill-rom svc manual the bed should be subject to an effective maintenance program. An annual svc of the bed is advised in order to maintain its characteristics and performance. Sidecom communication sys: inspect and test the communication junction box. Make sure the sidecom communication sys features operate correctly. Inspect the communication cable, including the male and female pins in the plug. Replace as necessary. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed from 2012-2014. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the communication cable to resolve the issue. Based on this info, no further action is required.